Event description:
Additional information was received that during the valve implant, the patient's became hypotensive (60/30 millimeters of mercury (mmhg)) prior to the valve deployment. Per the physician, the valvuloplasty may have had an impact on the patient, but the cause of the patient instability prior to the valve deployment was not clear. The valve was deployed at 80% and greatly relieved the patient. At 100 % deployed, the patient was stable. Blood pressure booster medication (phenylephrine) was also provided to help stabilize the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the deployment was fast due to an unstable patient. The valve was reported to never be unexpanded though, possibly just indented at ncc. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 18-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload was observed on fluoroscopy although the load was described as tight. The patient had a high level of calcium at the non-coronary cusp (ncc), and the valve was therefore slightly under-expanded on deployment. During retrieval of the delivery catheter system (dcs), the nose cone caused the valve to dislodge up. The patient was stable. The valve was snared into the ascending aorta and a new valve was implanted in the annulus. The patient appeared to be in stable condition with the dislodged valve floating in the ascending aorta. Per the physician, the event may have been caused by a combination of calcium at the ncc and tight loading. The nose cone then may have caught this indent and caused the valve to dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutfx 29mm valve was successfully loaded onto the dcs without no difficulty noted. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap to node 3 which is acceptable. The reported event for difficult to load could not be confirmed in the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.